Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that error obtaining context data from sync server address changed. The technical support specialist remotely accessed the station and reviewed the data sync log. The tss found that tcp error code 10060 occurred because the connected party did not respond in time, or the connection failed as the host did not respond. Also identifying a connection error due to a closed port 808. The station was unable to communicate with the server. The tss shared the investigation findings to the customer and hospital information technology team for resolution. Later, the hit team resolved the issue, identifying it as a problem with the hospital network. The user confirmed that the station was up and running. The system functioned as intended after the technical support specialist and hit troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server was disconnected mode and critical override. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.